Event description:
Rental agency reports vent inop. No pt injury associated with this complaint recorded by service technician at time of service.

Manufacturer narrative:
Lab results: evidence of fluid contamination and corrosion around pins 1 & 2 of connector p1. Troubleshooted the pcb and found that diode cr9 is bad. The failure observed by the customer was caused by the failure of the diode and it's failure may be the result of the fluid contamination.